Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a reposition procedure due to the adapter has broken slightly through the patient skin. Additional information was requested however it was not provided by the time this report was submitted.